Event description:
It was reported that the battery voltage was not available on a remote monitoring transmission. The battery voltage trend data was evaluated, and the trend and battery voltage itself were fine. When performance data was reviewed, it was noted that higher priority tasks were taking place in the device during the interrogation and that may be what caused the battery voltage to not be displayed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis noted that the time of last battery measurement and the actual battery measurement are missing from the performance data file. This device was included in that field action and returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.